Event description:
The customer reports that the introducer catheter broke at the hub.

Manufacturer narrative:
Qn#(B)(4). The customer did not return a complaint sample; however, they supplied three photos showing a guide wire still inside the patient and a lidstock. The catheter from the catheter over needle assembly was inserted over the guide wire. Visual analysis revealed that the catheter body had separated directly adjacent to the catheter hub. A probable cause of the catheter separation cannot be determined from the photos and without the sample to evaluate. A device history record review was performed with no evidence to suggest a manufacturing related cause. The report of a catheter separation was confirmed through examination of the customer supplied photos. The images showed that the catheter had separated directly adjacent to the catheter hub; however, the actual complaint sample was not returned for evaluation. A device history record review was performed, and no relevant findings were identified to suggest a manufacturing related cause. The probable cause of the catheter separation could not be determined based upon the information provided and without the actual sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the introducer catheter broke at the hub.

Event description:
The customer reports that the introducer catheter broke at the hub.

Manufacturer narrative:
(B)(6). The customer returned a catheter over needle for evaluation. Signs of use in the form of biological material was observed. The customer also provided three photos for evaluation. The returned photos show the product lidstock and the reported defect of the catheter separation from the catheter over needle. Visual examination revealed the catheter from the catheter over needle was broken along its body near the catheter hub. The separation point appeared angled and jagged. The damage appears consistent with damage resulting from contact with sharps such as the needle bevel. The total length of the catheter body measured 3.5" in length which is within specifications of 3.468" - 3.538" per catheter drawing. The catheter body outer diameter measured 0.054" which is within the specification of 0.049"-0.059" per catheter body product drawing. The catheter body inner diameter measured 0.041" which is within the specification of 0.035"-0.045" per catheter body product drawing. An 18 gauge lab inventory needle was advanced through the damaged portions of the catheter. The needle was able to advance through the luer opening and the separated catheter body with minimal resistance. Manufacturing was consulted. They indicated that based on the damage observed, the defect is not related to the manufacturing process. A device history record review was performed, and no relevant findings were found. The IFU provided with this kit provides the following warnings, cautions and instructions for the user: "do not alter the catheter, guidewire, or any other kit/set component during insertion, use, or removal (except as instructed)." "Do not reinsert needle into introducer catheter to reduce risk of catheter embolism." "Do not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage." "Do not use scissors to remove dressing to reduce risk of cutting catheter." "Do not exert excessive force while removing the catheter, to minimize the risk of catheter breakage." The customer report of the catheter separation was confirmed through visual examination of the returned sample. The separation point appeared angled and jagged. The damage appears consistent with damage resulting from contact with sharps. The catheter met all relevant dimensional and functional testing. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. Based on the condition of the returned sample and the customer report, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.